Manufacturer narrative:
(B)(6). Device is a combination product.

Event description:
It was reported that stent dislodgement occurred. A 3.00x32mm promus element plus stent was selected for use. However, the stent was released before entering into the patient's body. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent dislodgement occurred. A 3.00x32mm promus element plus stent was selected for use. However, the stent was released before entering into the patient's body. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
D4 lot number updated to 0022871732 e1 initial reporter facility name: (B)(6) device is a combination product. A promus element plus,mr,ous 3.00 x 32 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No issues were identified during the product analysis.